Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure and a 2.5 x 12 mm xience v stent was implanted in the mid left anterior descending artery. On (B)(6) 2011, the patient had an inconclusive stress test and a heart catheterization was scheduled for (B)(6) 2011. On (B)(6) 2011, revascularization was performed and a stent was placed in the left anterior descending artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the xience v was implanted via direct-stenting (no pre-dilatation). It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. It is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v/xience nano everolimus eluting coronary stent system IFU as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.